Event description:
A nurse reported to our country manager in (B)(6) that they had a vns patient who passed away from sudep. It was reported that they died five years ago. The nurse did not know any further details surrounding their death. Their explanted generator is being returned for analysis.